Event description:
It was reported that the patient underwent an initial l4-s1 fusion procedure approximately six (6) months ago. The patient returned to operating room on (B)(6) 2015 for revision surgery due to hardware loosening and the migration of a non-synthes implant. The patient reportedly experienced pain associated with these events. A preoperative x-ray/radiograph confirmed that the head of a matrix screw had popped off at l4, which (likely) led to loosening and, ultimately, the migration of the non-synthes implant. Two (2) matrix screws (including the one with the broken head) were removed during the revision procedure. The patient was re-instrumented with expedium. There was no reported surgical delay and no fragments were left behind. The procedure was successfully completed. This report is for an unknown quantity of unknown matrix rods. This report is 4 of 5 for (B)(6).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 4 of 4 for (B)(4).

Manufacturer narrative:
This report is for an unknown quantity of unknown matrix rods. Additional product codes for this report include: mnh, mni, kwq, and kwp. Date of original procedure is unknown, but occurred approximately six (6) months prior to (B)(6) 2015. Unknown, as specific part and lot numbers for the complainant rods were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.